Event description:
It was reported by service report that the foot end casters were completely broken off of the bed. The customer could not determine whether there was pt involvement or if adverse consequences occurred.